Event description:
It was reported to boston scientific corporation that during preparation for a stent replacement procedure, it was discovered that the ptfe coating on the guidewire had ¿detached.¿ the procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ¿good.¿ several attempts have been made to obtain additional information. However, no further details have been made available to boston scientific to date.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned sensor guidewire revealed that the coil was elongated and the distal tip of the wire was torn. The guidewire had elongated, and separated from the distal end, but did not detach completely. Most likely, during the clinical attempt (unpacking/preparation) the device was handled improperly, causing the damage found. Therefore, the most probable root cause for this event is handling damage.